Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the physician observed many bubbles in the sheath after flushing and aspiration. The sheath was replaced and the procedure was completed with cryo. The patient was not under general anesthesia and there were no patient complications reported.

Manufacturer narrative:
Product event summary: the device, flexcath advance 4fc12 with lot number 24060-58, and data files were received and analyzed. The data files did not show any system notices on the reported event date. Visual inspection of the sheath showed the shaft was intact with no apparent issues; the reported issue of air ingress could not be reproduced. Multiple aspirations and injections were performed without air bubbles or leaks. It was noted that the hemostatic valve and valve assembly were leak tight. In conclusion, the reported air ingress issue was not confirmed through testing. The sheath passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.